Event description:
It was reported that during an unk procedure, there was a cutting clip. First, the device did not release any clip. Then the surgeon forced a little and the clip released cut. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 04/28/2009. Info anticipated, but unavailable at this time.